Event description:
Per operative findings, patient had complete disruption of the aortic and mitral annulus with large bulky vegetations in the entire aortic root, with complete destruction of the continuity of the aortic ventricular connection.

Manufacturer narrative:
Adiitional manufcturer narrative: the device history record has been reviewed, and confirms that this device passed all manufacturing and sterilizations inspections. The investigation reveals no quality deficiencies during manufacturing.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the hospital did not save this device due to the presence of infection; therefore, the device will not be coming back for evaluation. The sales rep stated he will request a copy of the operative report and/or discharge summary. An echo was done in ER and also in or and copies on cd has been requested. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the patient had a history of endocarditis from drug abuse (the 1st surgery was for strep endo from IV use). The physician's assistant told our sales rep that the valve was completely intact, all sutures and pledgets were intact, but the device had come loose from the annulus (so the native tissue was friable). The surgeon is not blaming the (explanted or implanted) device.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 6 months due to aortic insufficiency. This device was replaced by the same make, model and size device; however, the patient did not survive the surgery. According to the surgeon, the patient presented at midnight in extreme situation to the ER and had wide open aortic insufficiency (detected on echo in ER). They took him directly to the operating room; his valve had dehisced and was in his descending thoracic aorta. The patient's native aortic annulus was completely infected. They reconstructed his aorta and implanted a 3300tfx-21mm., (see additional report for s/n (B)(4)). However, the patient never recovered and never came off bypass. The patient was pronounced at 7:00 a.m. The patient had a history of endocarditis from drug abuse (the 1st surgery was for strep endocarditis from IV drug use). The physician's assistant told our sales rep that the valve was completely intact, all sutures and pledgets were intact, but the device had come loose from the annulus (so the native tissue was friable). The surgeon is not blaming the (explanted or implanted) device.